Event description:
It was reported that when the device was interrogated there was a four beat pause and then the device gave elective replacement indicators and a power on reset message. The device was unable to complete the interrogation. Upon review of the manufacturer's data base it was determined that the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.